Manufacturer narrative:
Results- evaluation of the returned photographs indicated that the defect was confirmed. Returned needles did not visually confirm the defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5154211. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by a consumer that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in., had a leakage of blood between the needle and the holder of the vacutainer. There was no report of injury or medical intervention.